Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the modular cable being exchanged and a functional issue with the cable was not determined. The exchanged modular cable (lot number unknown) was not returned for analysis. Questions regarding the event, including the reason of the modular cable¿s exchange, were asked multiple times, and no responses were received. The root cause of the reported event was unable to be determined through this analysis. The lot number of the modular cable was not provided. The heartmate 3 instructions for use (rev. C, section 2 ¿system operations¿) instructs users on how to properly exchange the modular cable. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a - patient information is unknown. Information was requested. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a modular cable replacement was required.